Event description:
It was reported that pt was being transferred from a shower chair. The shower chair was too small for the pt and pt's bottom got wedged in the chair. The aides lowered the lifter too low which caused the sling straps to become loose, and resulted in the upper strap to slide out of position. The aides lowered the pt to the floor, pt did not fall, but pt broke a femur. Facility inspected the lifter and the sling, no defects could be found by them.